Event description:
Patient called in to report that their monitor will not power on with either battery inserted. Patient noted that when batteries are on the charger both display 100%. The inability to power up to active status indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned monitor failed inspection. Kmt engineering evaluated the returned monitor and observed short in circuit board. The reported issue is an isolated failure and does not appear to be occurring at a rate significant enough to take further action. Will continue to trend for future occurrences.